Event description:
It was reported that a patient was implanted in (B)(6) of 2013. It was stated that "it worked great for about two weeks, then the problems started". The patient would turn the device off, and it would turn itself back on and start to shock the patient. It was stated that the device would "jump programs seemingly at will" and shock him so badly that the patient would be "on the ground on his knees". It was stated that the patient went back and forth to the doctor and "was told each time that it was fine". It was reported that the patient developed a "knot" in the middle of his back where the leads were attached to his spine that had to be drained of fluid three times. It was stated that "each time the doctor said that is was normal". It was stated that the patient's device was shutting off the hearing aids of other people he was around "due to the electric frequency". It was stated that the doctor told the patient that "everything was normal". It was stated that the device had been programmed many times since (B)(6) by company representatives. It was stated that on the day of the report the patient was "back in the hospital trying to decide what to do". It was reported that twice that week the patient woke up his wife because he was not able to breath or move his arms or legs. It was stated that the patient was having "constant chest pain" and left arm numbness. It was stated that there was "something majorly wrong with that device", but the representatives and doctors told the patient that "everything is normal".

Manufacturer narrative:
(B)(4).